Event description:
This is the second time in 3 weeks that I've come across a 20ml bd manufactured syringe with a hole in it. The hole edges are smooth, and it appears to be from a manufacturing defect, not from something cracking the syringe. Manufacturer response for 20ml syringe, (brand not provided) (per site reporter). Via email[redacted date]. Also emailed regarding another hospital site that has experienced this multiple times with the same product.